Event description:
A consumer reported false negative results using inteliswab tests to oti consumer support. The consumer stated they tested negative and minutes later tested positive using two different lots of inteliswab tests. The consumer stated all directions were followed for both tests. The consumer did not state if a pcr test was taken to confirm which test results were valid. The consumer's claim of contradicting test results using inteliswab tests are considered separate reportable events. Each result will be treated as false since oti cannot confirm which test malfunctioned. Refer to MDR # 3004142665-2024-00017 for the second test's false positive test result report.

Event description:
A consumer reported false negative results using inteliswab tests to oti consumer support. The consumer stated they tested negative and minutes later tested positive using two different lots of inteliswab tests. The consumer stated all directions were followed for both tests. The consumer did not state if a pcr test was taken to confirm which test results were valid. The consumer's claim of contradicting test results using inteliswab tests are considered separate reportable events. Each result will be treated as false since oti cannot confirm which test malfunctioned. Refer to MDR # 3004142665-2024-00017 for the second test's false positive test result report.

Manufacturer narrative:
The consumer reported false inteliswab test results but did not state if a pcr test was performed confirming which test results were false. No additional follow up is to be expected with this complaint and the incident will be closed internally.